Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported the patient underwent a revision procedure due to the acetabular "polyethene" being worn. During the procedure the old femoral head was swapped as a matter of good practice. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further information is available for event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Part and lot identification are necessary for review of device history records, neither were provided. No product was returned; visual and dimensional evaluations could not be performed. Complaint history review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.